Event description:
It was reported the patient experienced a hypoglycemic event that resulted in convulsion and prolonged hospitalization lasting approximately two months. The patient was in intensive care for 20 days due to pneumonia on unspecified dates. The day they applied a pod again (date unspecified) they had a low blood glucose level that cause him to convulse, and he was in the hospital for two months. The patient's mother stated that it was unclear whether the hypoglycemic event was related to the pod or to potentially incorrect controller settings. The pod was reportedly worn on the abdomen at the time of the event. The mother noted that the patient has discontinued omnipod use at this time. No further details were provided regarding the event. Three attempts were made to reach back out to gather further information but were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.0.2. Operating system: 18.4. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical device was not returned for evaluation. Review of the insulet cloud system found no data from the user from 2026. Data was found to be available for (B)(6) 2025 and for (B)(6) 2025. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped automated basal insulin delivery as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. No evidence of an overdelivery of insulin was observed in the available cloud data.